Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) patient had impella cp pump inserted for acute myocardial infarction and cardiogenic shock (ami/cgs). Patient's age and gender were not provided. It was reported the patient experienced access site bleeding which stopped when the catheter was maintained at a certain angle. It was noted that to prevent atelectasis, there was patient movement during support. The patient received sutures at the insertion site and the patient was administered eight units of red blood cells. No further information was provided.